Event description:
Journal reference: damier et al. "Bilateral deep brain stimulation of the globus pallidus to treat tardive dyskinesia" arch gen psychiatry; 2007:64:170-176. The article describes the results from a study that involved a series of 10 patients treated with bilateral deep brain stimulation (dbs) of the internal part of the globus pallidus for management of symptoms related to tardive dyskinesia (td). The study objective was to assess the efficacy of dbs treatment. The article included complications related to deep brain stimulation therapy. A female patient (2) experienced worsening depressed mood at the six month follow-up. The change in mood did not meet the dsm-IV criteria for major depressive disorder. One of three patients (unspecified) that experienced a mood change, received anti-depressive therapy.

Manufacturer narrative:
Journal reference: damier et al. "Bilateral deep brain stimulation of the globus pallidus to treat tardive dyskinesia" arch gen psychiatry; 2007:64:170-176.